Event description:
I am a registered nurse on oxygen with a current license who currently works part time as a consultant. I have had occasion recently to have to change suppliers due to the (B)(6) bidding process. I have several size tank needs due to the need of a couple of e tanks for an emergency power outage as well as c tanks that I can carry for work as well as a concentrator at home for sleeping. It is very important to me that I have someone that is dependable because I cannot afford to sit and wait all day for a delivery to come. I have had occasion where I waited all day and no one came and no one called. I think that it is fine for the company to have a 2 hour window for delivery but longer than this is a problem. It is also a problem when no one appears because sometimes I have used all the tanks. When I first received the tanks for my delivery from (B)(6), I was appaled at the filth on the tanks as well as the poor condition of the tanks with peeling paint and areas of stickiness. I called the local office who acted like they were unaware. I asked if these tanks were disinfected and they assured me that they were. I found later that this was a lie. The local office of (B)(4) apparently has their own rules and they pay little attention to the head office. The first several weeks of changing to (B)(4) I had them leave the tanks on the patio where I washed to tanks in a bucket of soap and water, rinsed with the hose and washed them again in a disinfectant and water with hosing again. It got too cold to continue with this so I had to stop. I kept thinking that this problem would be solved because of the head office acting like they would fix it. They didn't. I have called everyone I can think of in the state but no one is responsible for this area apparently. The tanks are caked with dirt, chipped paint, some very sticky areas where dirt, bacteria, and filth stick. They are in poor repair and filthy. (B)(4) feels that they have no responsibility for the condition of the tanks. I cannot believe that it is acceptable for the same tanks to be used for welding, and other things then used as medical oxygen. These tanks are taken from one sick immunocompromised pt, filled then delivered to the next immunocompromised pt with no cleaning. I was in the hospital just before (B)(6) with bacterial pneumonia. I am never sick and rarely catch anything probably due to my exposure as a nurse over the years. I can't help but think that the bacteria was from the tanks but of course, I have no way of proving this. Please do what you can to rectify this horrible problem. Thank you so very much. Lot# c, d, e size.